Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, the insufflator flow rate and volume of gas did not correspond to the reality. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. There is a defective digit on the flow rate indicator a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the issue was caused by a faulty front panel. However, the specific cause of the faulty front panel could not be determined. Olympus will continue to monitor field performance for this device.